Manufacturer narrative:
B.1 product problem was added based on the additional information received. B.5 additional information was received. D.6b explant date was added. H.6 medical device problem code was added to reflect additional failure mode reported. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smart assist) section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.4 weight was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-29609. E.1 email address was incorrectly reported on the initial manufacturer device report number 1220648-2025-29609 and the phone number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-29609.

Event description:
Additionally, there were placement signal not reliable alarms. Audio was disabled and the staff monitored. Additionally, a pump stop occurred with motor spikes. The automated impella controller (aic) was switched out and the pump stopped several times, but was successfully restarted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella 5.5 support and after the pump was implanted, the patient had ectopy. The patient also had ventricular tachycardia after the pump was adjusted to p 8. The patient self converted and was eventually put on amio. Support continued.